Event description:
On 6/25/91 an aus device was implanted. On 3/3/92 the balloon was revised. On 2/19/96 the cuff was revised and a tandem cuff implanted. On 1/15/97 two cuffs were removed from the patient and system deactivated due to "failed sphincter." Ams has requested additional information.